Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances, exceeding 2000 ohms. No adverse patient effects were reported. This ra lead remains in service.